Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report:1627487-2016-01419. It was reported the patient's scs system was "not working" (date of event is unknown). As a result, the system was explanted (explant date is unknown). No additional information is available at this time.